Manufacturer narrative:
(B)(4) this is a report of use error, where the customer attempted to connect an incompatible cassette to the their transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to connect the patient line of the cassette to the transfer set. The patient stated that both ends were male connectors. The technical services representative explained that the cassette in use was a three-prong cassette, and therefore not the correct configuration. The patient stated that this was the only cassette of that variety in the box. There was no patient injury or medical intervention reported. No additional information is available.